Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii seals did not load properly. The hospital did not report any pt effects. Refer to MFR report #s 2242352-2012-00747, 2242352-2013-01142 and 2242352-2013-01143 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. An in-service training from a maquet rep has been offered to the hospital. (B)(4).